Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in the hospital for a scheduled heart surgery. Reportedly, the customer was unconscious and woke up with a low blood glucose (bg) level of 20 mg/dl. Also, it was reported that after a correction, the customer's bg level increased to 400 mg/dl. Reportedly, the customer was being treated with intravenous insulin for the surgery. At the time of the report, the customer had already disconnected themselves from the pump. It was noted that the customer was not sure if the luer lock connection was secure as the customer noticed insulin pooling in the case and declined troubleshooting with tandem's technical support.